Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that transitional arm of the mayfield ultra base unit does not turn or rotate in clamp. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was received with the base handle having been closed without the 6-inch transitional installed and deformed the handle hole. The 6-inch transitional had worn teeth and needed to be replaced. The shock cushion was worn, and the adjustment wrench was missing. The reported complaint was confirmed via inspection of the unit.

Event description:
N/a.